Event description:
During the premature ventricular contraction procedure, signal issues resulted in a procedural delay. After inserting the catheter into the patient, noise was observed on waveforms 1 and 2. Device connections were checked, and the system was restarted, but the issue persisted. The catheter was replaced, and the noise was slightly reduced. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of signal issues could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b5, g3, h2, h6. The results of the investigation are inconclusive since the device was not returned for analysis. However, one image was provided which confirmed the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report includes an update to investigation coding and conclusion.